Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used returned sample was visually inspected and surgical residue was observed. No obvious defects were observed during visual inspection. The sample was tested on calibrated constellation console and prime, tune, and pass iop calibration successfully. Fluid flowed freely from the balanced salt solution (bss) bottle to the drain bag. Intraocular pressure (iop) was stable during functional and performance testing. The iop stayed active during testing process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion continuously without any bubble in various settings in all sub modes. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported air kept coming into patient's eye from the infusion line during vitrectomy procedure phase of a combination procedure. The procedure was completed after replacing the product with another one. There's no patient harm.